Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they have a sudden severe tightness in their neck and can't turn their head, which affects their ability to walk as of the morning of date notified. The patient's indication for implant is movement disorders.